Event description:
Procedure: hepatectomy. Pt sex: unk. Reportedly, while using the device regrasp alarm occurred frequently and the device would not coagulate at all. This problem occurred on two ls2071 devices. Exchanged with another ls2071 and it worked properly.